Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion located in the mid lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/ advancement and that stent dislodgement occurred during delivery to/at the lesion. It is indicated that the stent began to fall off the balloon. The stent was removed from the patient on the device. The procedure was completed using another medtronic stent of the same model and size. The patient is reported to be alive with no injury.

Manufacturer narrative:
The device did not pass through a previously deployed stent or cell of a stent. It was reported that partial stent displacement occurred during delivery to/at the lesion. The stent was removed from the patient on its own delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: an empty shelf carton was returned. The account confirmed that the device was discarded and would not be returned. The lot number on the shelf carton is as reported on gch. The device size is as reported on gch. If information is provided in the future, a supplemental report will be issued.